Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2013; 310c29 tissue valve, implanted: (B)(6) 2013; 690r26 heart ring, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.